Event description:
During implantation of the intraocular lens with the unfolder system the physician observed a haptic/optic tear in the iol. During removal of the damaged iol the posterior capsule tore and vitreous was lost. Lens was discarded.